Event description:
It was reported that the right ventricular lead exhibited loss of capture and sensing. While repositioning the lead, a tear in the insulation was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.